Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d9.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has dead pixel. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). The issue was reported by a getinge field service engineer (fse). Fse while checking the new machine found that the screen had dead pixels. The assy, display top lcd was replaced to resolve the issue. The overall operation was tested. The machine can work normally. The failure analysis and testing dept. Received part assy, display top lcd with a reported unit failure of dead pixels on the screen. The fat performed a visual inspection and found the part to be in good condition. The fat installed the lcd screen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(6); rev. At.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5, d9 (return to manufacture date), g2.